Event description:
The customer complained of questionable inr results for 2 patients from coaguchek xs pro meter (B)(4) compared to the laboratory results. Of the data provided, there was a discrepant inr result 1 patient. At 06:05 am the result from the laboratory was 2.2 inr. At 11:05 am the result from the meter was 2.9 inr. There was no allegation of an adverse event. The patient's condition was "fine". The patient was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in diet, no new medications, no bleeding, and no bruising. The patient's therapeutic range was 2 - 3 inr. The qc was acceptable. The returned test strips were tested with comparable retention test strips on internal reference meters. Additional measurements were performed with masterlot #28632180 (recalibrated lot to rtf/09). Qc 1: 2.5 inr; qc 2: 2.6 inr; qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.0 - 3.0 inr). No error messages occurred during the investigation. Retention test strips (lot 286323) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.